Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician attempted to thread the angio-seal locator/insertion sheath assembly over the guidewire, the assembly was kinked. The device was not used and another angio-seal device from a different lot was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was percutaneous coronary intervention (pci). It is unknown if a pre-deployment angiogram was performed or not. The size of the sheath ancillary used was 7 fr. The puncture site and the vessel diameter are unknown. The estimated blood loss was less than 250cc's. There was no health damage to the patient. There was no other equipment used with the reported angio-seal device.